Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, seroma.

Event description:
Patient reported right side "rupture", "a lot of pain, prostheses are hard and stiff." Patient mentions the recall. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side "rupture", "a lot of pain, prostheses are hard and stiff." Patient mentions the recall. The device remains implanted.